Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and the pace/sense portion of the lead had impedance errors. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# 694758, a proximal portion was received measuring 46 cm. A distal portion was received measuring 46 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.